Manufacturer narrative:
The customer indicated that the device was discarded. A rep sample from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. At the completion of the delivery of an unspecified chemotherapeutic agent, the pt found a wet spot on the bed linens. The nurse noted that fluid was leaking from the "flow valve" on the tubing set and estimated that approx 15ml of fluid had leaked. The spill was cleaned up according to the hospital's protocol. The tubing set was discarded. There were no reported adverse effects to the pt. No medical interventions were required. Though requested, no additional info was provided.